Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Medical surveillance has reviewed the product analysis and has determined that there is no new information in this complaint.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had an issue with loss of prime. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged loss of prime issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data showed that data for the date (B)(6) 2014 was not available due to continued patient use of the device. The available black box data revealed loss of prime warning associated with low non-zero force. On investigation, the pump powered on and successfully performed ez-prime steps and a 24-hour duration test without any loss of prime occurring. The force sensor was evaluated and found to be within the required specifications. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction. (B)(4)